Manufacturer narrative:
Findings: pump was received with constant error alarm during rewind. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected black circle on display noted. Unit had cracked case at display window corner and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 169 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.